Manufacturer narrative:
(B)(4).

Event description:
The physician implanted a resolute integrity stent in the mid lad trunk and a resolute integrity stent in the 1st diagonal branch. It was reported that stent thrombosis occurred post stent implant. This was confirmed by oct. Cilostazol was given. Thrombolysis was performed and iabp inserted. Clot formation was reported but the primary disease was stemi so the lesion was a thrombotic lesion. After stent implant the lad became occluded. The originally existing thrombus migration caused the occlusion. Approximately 9 days later cag was performed. It was reported that the stent was not completely dilated and there was 'bad conformity of stent struts' for both resolute integrity stents. 50% stenosis was reported. Poba was performed. No further patient complications were reported.

Manufacturer narrative:
Patient is a smoker with a history of diabetes. Index procedure was prompted by acute mi. Investigator has indicated that the reported stent thrombosis was not related to the study device.

Manufacturer narrative:
Additional information: it was assessed that the previously reported occlusion event was not related to the resolute integrity study device. It was assessed that the previously reported target vessel revascularization approximately 9 days post procedure was related to the resolute integrity study device and the procedure. (B)(4)